Event description:
It was reported that the patient¿s blood glucose level had declined to 40 mg/dl. The system continued to deliver insulin while the patient was asleep. The patient was away at camp and had to be woken up. The patient consumed food (unspecified). Medical treatment was not required. It was reported this same issue happened twice, captured under insulet report reference numbers (B)(4) and (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: up1a.231005.007.s911usqs6cyb3hardware: sm-s911ucgm sensor type: g6please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.